Event description:
It was reported that the ilet pump screen became black with lines, making the display difficult to read and preventing proper use; the user switched to backup therapy and a replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the reporter and analysis of information provided. Investigation of this case revealed a display readability issue associated with the touchscreen, with ambient light contributing to visibility problems. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.